Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. In addition, the customer reported she woke up with elevated blood glucose levels (261 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Customer declined any further troubleshooting. Follow up from the customer was received and customer stated that the wake button has began functioning as intended again.